Manufacturer narrative:
Procode: ove: intervertebral fusion device with integrated fixation, cervical product analysis: visual and optical inspection confirmed the implant has been fractured. Microscopic examination of the fracture did not reveal any damage that could contribute to the fracture. Material deformation on both side of the cage is noted consistent with interface during use. This type of damage is consistent with excessive force placed on the cage during the insertion process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c4-c6 due to herniated discs c4-c5 and c5-c6. Intra-op, the implant fractured on implantation; and then was replaced with another same sized implant. There were no patient complications as a result of this event.